Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The unique device identifier (UDI #) is unknown.

Event description:
It was reported that, during the patient's lead revision (related manufacturer reference number: 1627487-2021-02103), the doctor attempted to explant the patient's lead at l5, but it would not come out. The physician left the tip in at the l5 drg and cut off the tail as far as he could dissect it. A new lead was implanted at the l5 location.